Event description:
It was reported that a c3-c6 anterior cervical fusion was performed on (B)(6) 2013 with vectra-t plate. The patient did not heal at the c5-c6 level and also developed adjacent level disease at c6-c7 level. The patient also had bilateral left and right radicular symptoms. During the revision surgery on (B)(6) 2014 the surgeon removed the vectra-t plate and eight unknown screws. He then performed a repeat discectomy at c5-c6 level and a discectomy at c6-c7. A new vectra-t plate was placed from c5-c7 and the surgery was completed without any complications. This is report 2 of 2 for complaint (B)(4). This report is for four unknown screws implanted at level c5-c6, product family 04.613.xxx.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four screws implanted at level c5-c6, product family 04.613.xxx, lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.